Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was at 388 mg/dl with polyuria, polydipsia and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue with the pump. Review of basal delivery showed that basal history matches the active basal program settings. Review of basal delivery totals showed that total daily delivery do not match active basal program total: no known cause for variation was identified. Review of time/date setting showed that the date was incorrectly set. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found the last bolus and last basal were delivered about 4 months before the complaint date. The year was set to the default year of 2007. The total daily delivery added up correctly and reflected the user¿s basal program. Using the test caps the pump powered up and functioned properly. The pump delivery accuracy was within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The 24-hour basal delivery was correctly recorded. Normal and audio bolus were delivered and recorded correctly. Unrelated to the complaint, a battery compartment crack was found below the grip pad.